Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer reused a cartridge. Customer¿s blood glucose level was 147 mg/dl. Customer declined troubleshooting with tandem technical support.